Manufacturer narrative:
A biomed tech evaluated the machine and was unable to duplicate the reported condition and believes microwave tower outside of that floor level could be causing interference. The biomed tech is going to test interference in that ICU room by putting lead shield around machine then notify gambro technical support (gts) if problem still occurs. Gambro has shipped parts for the biomed tech to replace as preventive measure. Also shipped new data cards to record treatment history. The co is aware of this machine malfunction relating to weigh alarms and further investigation by the MFR is ongoing.